Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It was not possible to specify the cause that the materials remained in the device from the provided information. Olympus was not certain whether there was a deviation from the IFU on the reprocessing steps for the auxiliary water channel, and no physical damage was confirmed at the auxiliary water channel. The event can be prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip had a scratch, switch box had a scratch, suction cylinder had no color, due to damage on a-rubber, insulation resistance value at distal end did not meet the standard value, c (plastic distal end) cover had a scratch, lg (light guide) lens had a scratch, adhesive on a-rubber was detached, and connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer returned the gastrointestinal videoscope for service. There were no reports of patient harm. During the device evaluation, it was found that the jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.